Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was successfully activated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient has healed following repositioning surgery. The recipient's device was successfully activated. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's electrode migrated. On (B)(6) 2023 the recipient underwent repositioning surgery. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.